Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted on (B)(6) 2015 for (B)(6) . The patient¿s inr goal was 2 to 3 with aspirin and was 2.3 on admission. The patient had complaints of increasing fatigue and was started on heparin and integrilin. On (B)(6) 2015, the patient's lactate dehydrogenase (ldh) had increased to 1922 u/l with a plasma free hemoglobin (pfhb) of 32 g/dl. On (B)(6) 2015, the patient's ldh was 2015 u/l and pfhb was 58. G/dl. The patient had no underlying coagulopathy; however, the patient frequently had a sub-therapeutic inr due to noncompliance. The patient received a pump exchange on (B)(6) 2015 due to the increased hemolysis labs and suspected pump thrombosis.

Manufacturer narrative:
The pump was not returned for evaluation. A correlation between the device and the reported hemolysis and pump thrombus could not be conclusively determined through this evaluation. Based on the manufacturer¿s experience and similar reported events, elevated lactate dehydrogenase and hemolysis can be indicative of device thrombosis; however, a full examination of the pump could not be conducted because the system was not returned for analysis. The instructions for use lists thrombosis and hemolysis as potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 year and 9 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.